Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include but are not limited to aspirin.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair for an aortic aneurysm involving the visceral branch vessels as part of the (B)(4). It was reported that the procedure entailed implant of two gore® excluder® aaa contralateral leg endoprostheses, one gore® excluder® iliac branch endoprosthesis, and the use of three gore® dryseal sheath with hydrophilic coating. The procedure was successfully concluded with no reported complications. Later within this same 24 hour period it was reported that the patient had a thromboisis of the posterial tibial artery. A thrombectomy of the posterial tibial artery was performed. The primary relationship was reported to be related to the endovascular procedure and not device related. The patient tolerated the procedure and was discharged on (B)(6) 2016.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.